Manufacturer narrative:
The lead was returned due to ¿the lv vein was very tortious and could not place in the desired lv vein¿. A complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular (lv) lead could not be implanted. The lv lead was not used. The patient remained in stable condition.